Event description:
A customer reported occasional difficulty with cartridge replacement. There was no adverse impact to the customer¿s blood glucose level. The customer, who was out of warranty and in the process of obtaining a new tandem device, declined further follow-up from clinical technical support (cts), leading to the closure of the case.